Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during inspection at the facility it was found that four of the customer's arthroscopy equipment cart are rusty. There is no case involved therefore no patient involvement. The sales rep could not provide lot numbers for the carts. The carts were discarded by the customer but the sales rep sent photos of the carts please see attachment.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during inspection at the facility it was found that four of the customer's arthroscopy equipment cart are rusty. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However photos were provided. Upon visual inspection of the photos, the device was found corroded and several wear and tear signs were observed as well as paint peeling in some device areas. Therefore, the complaint was confirmed. The photo do not provide enough evidence to determine root cause. A possible root cause can be associated to field wear and/or heavy use, however it cannot be conclusively affirmed. Hands on analysis should provide more evidence to be able to discern most clearly a root cause. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.